Event description:
A patient reported a bluish mark on the insertion site and the end of the sensor bulging out. The sensor was still under the skin and the user could press and push the sensor to a more correct place/position under the skin of her arm.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The device was not defective. Potential for development of skin discoloration at the sensor site is a known and anticipated potential adverse effect. The skin discoloration typically resolves over time once the sensor is removed. There is no remedial action/corrective action/preventive action/field safety corrective action required in this case as the device is not defective.there were no injuries reported by the user. The user is asked to visit the healthcare facility for a sensor removal process.